Event description:
The customer reported that during a patient event, their device would not power on. When this power failure occurred, the customer verified the battery levels were full and tried switching the batteries between the wells but the device still would not power on. It is unknown if and/or when they were able to get a back-up device connected to the patient. The customer stated that the reported failure did not have any effect on the outcome of the patient. The patient was ultimately reported to have a sinus tachycardia rhythm with no st changes.

Manufacturer narrative:
Physio-control evaluated the external usb data cable which stayed connected to the customer's device. It was observed that the 12 volt line was broken open. Because the 12 volt line was open, it would intermittently be positioned to ground out which would cause the loss of power on the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.